Event description:
The information provided to sjm indicated a trifecta valve was implanted on (B)(6), 2007. The patient is enrolled in a (B)(4) study (pas). During the routine six year follow-up visit, significant regurgitation was noted. Aortic valve replacement is scheduled for (B)(6), 2014.